Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife was reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose of 50 mg/dl and insulin pump had critical pump error. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed for low blood glucose level and critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book).